Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device had a battery depletion error and was beeping. The battery remaining was at 14 percent after less than six years of implant time. The patient has consulted with the physician. The device remains implanted. There were no adverse patient effects.

Event description:
It was reported that this device had a battery depletion error and was beeping. The battery remaining was at 14 percent after less than six years of implant time. The patient has consulted with the physician. The device remains implanted. There were no adverse patient effects.